Manufacturer narrative:
Information indicates that the device will be returned to boston scientific for analysis and the device is currently in the possession of a boston scientific representative. When additional information becomes available, this report will be updated.

Event description:
It was reported that this pacemaker device had reached elective replacement indicator (eri) status and was suspected of premature battery depletion. Boston scientific engineering analysis of device data confirmed that the power consumption of this device has been increasing during the past year, it is expected to continue to increase and the device needs to be replaced and should be returned to boston scientific for a detailed analysis. The analysis of the device data also indicated with a high likelihood that there is sufficient battery capacity to maintain normal therapy functions for 60 days. The device was subsequently explanted and replaced 12 days later. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates that the device will be returned to boston scientific for analysis and the device is currently in the possession of a boston scientific representative. When additional information becomes available, this report will be updated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker device had reached elective replacement indicator (eri) status and was suspected of premature battery depletion. Boston scientific engineering analysis of device data confirmed that the power consumption of this device has been increasing during the past year, it is expected to continue to increase and the device needs to be replaced and should be returned to boston scientific for a detailed analysis. The analysis of the device data also indicated with a high likelihood that there is sufficient battery capacity to maintain normal therapy functions for 60 days. The device was subsequently explanted and replaced 12 days later. No additional adverse patient effects were reported.